Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, the patient experienced profound hypotension and required cardio-pulmonary resuscitation (CPR) and intubation. The implant was aborted. No further patient complications have been reported as a result of this event.